Event description:
Event description guidant received information that during the implant of this coronary sinus implantable lead, a coronary dissection occurred. The procedure was halted and epicardial leads were implanted a few days later. During this procedure, this epicardial lead was inadvertantly damaged.